Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the black box data showed evidence of discharged batteries being inserted into the pump. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump¿s current draws were found to be within specifications. The pump case was removed and moisture corrosion was found inside the pump on the printed circuit board. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.